Event description:
Customer stated "smelled something burning, so turned it off immediately." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector could no find any type of defect with the product. The pad was tested on three separate occasions by quality control and on all three occasions the pad was heating and functioning properly. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.